Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The power supply and system board were replaced. In addition, the detachable batteries, internal batteries, buzzer and speaker assemblies were replaced. The power supply and system board were evaluated by the manufacturer's product investigation laboratory (pil) and found the power supply and system board functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The power supply and system board were replaced. In addition, the detachable batteries, internal batteries, buzzer and speaker assemblies were replaced.